Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of poor water supply was not confirmed. The foreign material found in the nozzle could not be identified. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The following additional findings were also noted: crack on the bending section cover, assorted scratches, wrinkle on the universal cord, shaved suction cylinder, cracked adhesive on the bending section cover, play of up down know out of standard value and the bending angle in up direction out of standard value. A review of the device history record confirmed the following repairs were made on (B)(6) 2021: replacement pertaining to operating failure in control section switch 1. Repair of play on control section angulation control knob. Replacement pertaining to insufficient angulation of insertion section bending tube. Replacement pertaining to control section body corroded / scratched. Replacement pertaining to distal end section nozzle stained. Replacement of distal cover scratched. Replacement pertaining to glue chipped of insertion section a-rubber. Replacement pertaining to insertion section insertion tube scratched / wrinkled. Replacement pertaining to scratch on each angulation control knob with up / down, right / left and free / engage, and on free / engage angulation control lever, of control section. Replacement pertaining to paint on suction cylinder-nut peeled off at control section. Replacement pertaining to switch box at control section scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The inspection method for the event is described as follows in the instruction manual (operation edition) the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer poor water supply while using evis lucera elite gastrointestinal videoscope during a procedure. The device was inspected prior to use and the procedure was completed. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified a foreign object. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.